Manufacturer narrative:
As reported in a research article, "novel use of a left atrial appendage occluder for paravalvular leak closure" on an unknown dare, two 10mm amplatzer muscular ventricular septal defect (vsd) occluders were implanted to close a paravalvular leak (pvl) of the unknown mechanical mitral valve in a 40-year-old male patient with obesity, diabetes mellitus, and a prior surgical mitral valve replacement procedure with an unknown mechanical valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the post-procedural complications reported were surgical intervention, hospitalization, hemolysis, renal failure; these complications are anticipated for the procedure and subject population. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "novel use of a left atrial appendage occluder for paravalvular leak closure", was reviewed. The article presented a case study of a 40-year-old male patient with obesity, diabetes mellitus, and a prior surgical mitral valve replacement procedure with an unknown mechanical valve. It was reported that on an unknown dare, two 10mm amplatzer muscular ventricular septal defect (vsd) occluders were implanted to close a paravalvular leak (pvl) of the unknown mechanical mitral valve. It was later reported, the patient developed hemolysis, pigment nephropathy, and renal failure requiring hemodialysis. Repeat echocardiography showed moderate residual pvl between the two implanted occluders. A decision was made to explant the two vsd occluders. Subsequent attempts to close the pvl were made with a 10mm, 12mm, and 13mm amplatzer septal occluders but all devices were retrieved. A decision was made to implant a 31mm boston scientific watchman flx occluder to treat the pvl. Several coils, two 10x35mm penumbra ruby and one 8 x40mm penumbra 400, were additionally implanted to minimize embolization of the occluder. [The primary and corresponding author was james mccabe, division of cardiology, department of medicine, university of washington, seattle, washington, with corresponding email: jmmccabe@cardiology.washington.edu]